Event description:
It was reported the camera head had an error "connecting not clean" that still occurred after cleaning fully. The issue occurred just before knife to skin, while putting the equipment together for an elective laparoscopic cholecystectomy and was completed using a similar set of equipment. The procedure was delayed for 10 minutes because of trying with the original camera and replacing with the other camera head, patient was on general anesthesia. No other devices were involved. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation and device evaluation, the e226 was displayed due to a watertight defect in the cable. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the watertight failure of the cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.